Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Continued: e1- facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a leakage on the left side" confirmed via echography. Later healthcare professional reported "partial deflation", "poss valve leakage" and "few folds". This record is for the left side. The device remains implanted.